Event description:
The surgeon reported a lens replacement due to a lens dislocation approximately 2-weeks postoperative. When the doctor tried to reposition the lens the capsule was observed torn and lens was removed and a 3-piece lens was implanted. No vitrectomy was performed. Pt's best-corrected visual acuity is 20/30 1-week after lens replacement.